Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 490mg/dl. It was stated that the customer did not take care her low reservoir alarm, which caused his high blood glucose. The caller stated that the hospital gave him fluids and they caught it soon enough to bring his glucose level down and he was released within hours. No further information was provided.